Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head was returned with the device. The handle assembly was not returned for analysis. It was also noted that ligator head returned with six bands attached and moved out to their original position. Additionally, it was noticed that the ligator head teeth were found bend. No other issues with the device were noted. A media evaluation of the photo and video provided by the complainant also showed the ligator head with the bands moved out of their position. Once the teeth of the ligator head are bent as observed, the suture can detach from its position and affect the band deployment. Additionally, the damage to the ligator teeth may be related to an extra tension applied or manipulation of the device. The reported event was confirmed. This problem is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Additionally, it is very important to mention that during manufacturing the product is inspected to ensure its proper integrity and there is no control in how the units are handled at the field. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the bands could not be fired. The same issue happened with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the complainant, and it showed that the elastic bands were moved out of their original positions.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the bands could not be fired. The same issue happened with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the complainant, and it showed that the elastic bands were moved out of their original positions.